Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. They were not able to confirm the reported complaint, but found that the alarm logs did confirm that the alarm occurred. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'pressure mode not available'. There was no report of patient involvement.